Event description:
It was reported that during primary total knee, the surgeon went to insert the ts insert #6 and impact the poly that locked into place. Surgeon went to put metal sleeve down in poly and post did not seat. Had to remove the poly and use another.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Examination of the returned device indicated the surgical protocol was not followed. The surgical protocol indicates the stabilizer pin is to be impacted using the stabilizer post impactor until it is below the proximal surface of the insert post. As the pin showed no damage to the "barbed" end, it is most likely that the surgeon did not impact the pin to achieve proper seating as directed in the triathlon revision knee system surgical protocol. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during primary total knee, the surgeon went to insert the ts insert #6 and impact the poly that locked into place. Surgeon went to put metal sleeve down in poly and post did not seat. Had to remove the poly and use another.